Event description:
An ocd lab specialist observed biased phyt results for samples on the vitros 5.1 fs system during installation qualification. No biased results were reported. Biased results of the magnitude and direction observed may lead inappropriate physician action. There was no report of pt harm as the result of this event.